Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
According to the information received, a catheter had a tip cut off/open/broken. The user stated that down where you insert the catheter they are bent, jagged and sharp. They are cut at the very end of the tip. Can barely touch with hands because they're so sharp. No round ending. Unable to cath. All from the box are defective.